Event description:
Additional information received that the patient underwent a revision procedure where this competitor's rv lead was explanted. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead as it exhibited high, out of range, rv pacing lead impedance (pli) measurement. Additional information made available from the field representative that the rv lead appeared to be fractured; however, it was not conclusively determined. A plan to extract the rv lead and implant a new one was made. At this time, the system remains in service per medical records. No adverse patient effects were reported.